Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was visited to emergency room then hospitalized three times due to infection to skin under tape on an unknown date. Customer¿s blood glucose level was unknown. Customer stated that the site was red, itchy and discharge. Customer was treated with antibiotics for three days. The sensor will not be returned for analysis.